Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that on (B)(6) 2016, right ventricular pacing impedance rose to 1501 ohms up from a trend in the 437-551 ohm range. A right ventricular lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Beginning (B)(6) 2016, there were ventricular tachycardia non-sustained episodes with evidence of lead noise oversensing. This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular lead showed noise and short ventricle to ventricle intervals on the electrogram. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.